Event description:
On (B)(6) 2012, the distributor contacted animas alleging the ok keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up # 1: the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: keypad torn over the up arrow. All buttons respond properly. Removed keypad and found contamination under all contacts.